Event description:
The patient was implanted with a left ventricular assist device. The patient experienced pump power elevations. Additional information received on (B)(6), 2012 indicated that the patient was readmitted to the hospital for signs of hematuria. The hospital suspected that the pump was partially occluded and the patient went into cardiogenic shock. The patient was transplanted on (B)(6), 2012.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.